Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to adhesive issue. A field service engineer reapplied adhesive to the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge lock failure. The customer reported that the box could not be locked. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.